Event description:
Shortly after a trial procedure, the patient was hospitalized due to pain and treated with medication. The patient also reported weakness in the right arm and leg. The physician decided to explant the right lead. It was determined that the lead was placed severely anterior due to an excess amount of scar tissue. The patient has since been released from the hospital and is doing well.

Manufacturer narrative:
The explanted products, were discarded by the medical facility, and will not be returned for evaluation.